Manufacturer narrative:
This report is submitted on january 12, 2021.

Event description:
Per the clinic, the patient experienced a skin flap infection and wound breakdown, resulting in exposure of the device. The device was explanted on (B)(6) 2020, and the patient was reimplanted with a new device on the contralateral ear.

Manufacturer narrative:
Correction: the correct date of this report (b4) and date received by manufacturer (g3) is november 20, 2020; not november 12, 2020 as previously reported. This report is submitted on april 25, 2024.

Manufacturer narrative:
This report is submitted on june 6, 2024.